Event description:
It was reported that there was an issue with po800su - disp.combination instr. Bipolar d:5/310mm. According to the complainant, while using the graspers, the jaw became hot. Sheath and cable were fine, but sheath was "smoky". There was no patient harm. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product receipt date. Investigation results: visual inspection: in the first step we made a visual inspection of the instrument, especially the jaw. Here we found no hints for a malfunction, the shrink- hose was in a proper condition, without signs of melting or heat cracks. In the next step we checked the mechanical functions. The clamping and the cutting function worked well, also the switch- mechanism between the two functions. In the next step we performed out an electrical test with an gn200 rf- generator. During the dry- fire test the instrument worked fine, there were no signs of a defect dielectric. During a wet test (with moist paper tissue) arose little sparks in the jaw area. After the rf- tension tests we performed out another visual inspection, especially on the dielectric of the jaw. Here we noticed a fine capillary crack in the ceramic. At this point there are metal parts of the jaw with high opposite electrical potential, so that there were flashovers in the dielectric, which then became visible as "small sparks". Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Pattern. There are no similar complaints against the same lot number(s). The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the crack in the ceramic - dieclectric was most probably caused by a handling error like levering during operation or drop down the tip of the instrument on a hard surface. The insulation values of each instrument are checked before delivery, so that a manufacturing or material defect can be excluded as the cause. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably usage-related. Based upon the investigation results, a CAPA is not necessary.